Event description:
Related manufacturer number: 1627487-2022-03281. It was reported the patient experienced an increase in pain and loss of therapy. Diagnostics confirmed impedances on the left l2 drg lead. As a result, surgical intervention took place wherein the lead was explanted and replaced to address the issue. It is unknown which lead was explanted therefore both leads are being report.

Manufacturer narrative:
Correction section h: clinical code is being corrected should have been 4582 no clinical signs, symptoms or conditions rather than 2388 inadequate pain relief that was inadvertently submitted in the initial report. Correction section h: impact device code is being corrected should have been 2199 - no health consequences or impact rather than 4611 - absence of treatment that was inadvertently submitted in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.